Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21095671. Medical device expiration date: 15-sep-2026. Device manufacture date: 08-sep-2021. Medical device lot #: 20045106. Medical device expiration date: 02-apr-2025. Device manufacture date: 28-mar-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd maxguard¿ extension set each from lots 21095671 and 20045106 had issues with tubing separation and leakage while attached to the patient. The following information was provided by the initial reporter: "we have had another incidence of the tubing breaking when attached to a patient. This time the tubing was attached to a central line. The med infusing was methadone followed by a ns flush. This has the potential to cause harm to our patients. Clearly there is opportunity for this to result in a clabsi."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-apr-2022. H6: investigation summary. The customer reported the tubing broke while connected to patient, and returned two used samples of material me1110. The samples were separated at the luer, and the complaint was verified. The root cause is traced to insufficient solvent applied during the assembly process. There were also unknown blood tubing sets returned, attached to maxzeros. The unknown tubing sets were also separated at the luer. The root cause was excessive force. There was sufficient solvent, and appeared to be ripped off. No other failure modes observed. A device history record review for model me1110 lot number 21095671 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 1 bd maxguard¿ extension set each from lots 21095671 and 20045106 had issues with tubing separation and leakage while attached to the patient. The following information was provided by the initial reporter: "we have had another incidence of the tubing breaking when attached to a patient. This time the tubing was attached to a central line. The med infusing was methadone followed by a ns flush. This has the potential to cause harm to our patients. Clearly there is opportunity for this to result in a clabsi."